Event description:
Olympus was informed that there was a loss of image during an unidentified procedure. There was no further details provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility reported that during a diagnostic bronchoscopy procedure, there was a intermittent loss of image followed by a complete loss of image in which the screen went blank. The intended procedure was completed with a different but similar bronchoscope. The procedure was delayed anywhere between 2-4 minutes. There was no pt harm reported. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The image was found flickering, staticky, and was blacking out with horizontal lines during angulations. The instrument channel was leaking due to a cut below the channel mount. There was no evidence of fluid invasion in the control body, in the grip unit, or in the scope connector. The insertion tube was indented. The user's report was attributed to the broken charge-couple-device (ccd) cable. This report is being submitted as a medical device report in an abundance of caution.